Manufacturer narrative:
The factory examined the returned unit and confirmed the leak. The unit was disassembled and fibers in the center of the bundle were damaged. Defects of this kind would have been detected during mfg leak testing. Possibly the preprocessing materials or excessive pressure applied during preoprocessing could have damaged the fiber.

Event description:
Leak during preprocessing on drs-4.